Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The root cause could not be determined at this time. The device will not be repaired at this time since this is a stay-in unit. Additional: a service history review task reveals that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 808:02 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).